Event description:
Clinic notes indicated that a patient's vns battery status showed 80% consumption of the battery less than two years after it was implanted. The physician noted that the generator was depleting faster than he expected based on the date of implant. Diagnostics were performed for the patient's device and were within normal limits. The patient's vns settings were adjusted in an attempt to preserve battery life, and the patient was referred for generator replacement surgery. A longevity estimate for the patient's generator type at similarly high programmed settings indicated it was possible for the device to have reached a similar battery status in the same timeframe; however, the cause of the battery depletion has not been determined to date. The device history records were reviewed for the patient's generator and revealed that the device met all functional specifications prior to release for distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Patient underwent prophylactic generator replacement. The explanted generator has not been received to date.